Event description:
From date of insertion of "wright" hip (B)(6) 2005, I had minor pain on (B)(6) 2010, severe pain eventually diagnosed as infection, (B)(6) 2010. Hip removed and installed spacer with antibiotics. Then in nursing home unable to ambulate. In (B)(6) 2010, heart attack believed to be stress related. Had to wait for heart to strengthen. Finally (B)(6) 2011 new hip installed.